Event description:
It was reported that after initiating a new ilet pump, the patient experienced hyperglycemia following a large pasta meal despite selecting a higher-than-usual meal announcement, then had a subsequent hypoglycemic event treated with orange juice, and later presented with an elevated, rising glucose; the patient inquired about a manual correction and received education on insulin stacking and safe use of external insulin with a subcutaneous pen, including pausing the pump for two hours after fast-acting insulin. Symptoms included lightheadedness associated with low glucose and hyperglycemia. Outcomes included no hospitalization and self-treatment with oral carbohydrates, with plans to temporarily disconnect the pump and monitor glucose. Investigation included troubleshooting of infusion set type and function, education on pump algorithm behavior for hyperglycemia correction, and guidance on safe external insulin administration. Investigation of this case revealed no confirmed device malfunction, with the event consistent with glycemic variability related to meal size, timing, and exogenous insulin use outside the automated system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.